Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarm during the basic occlusion test, and the device alarmed during the prime test as a result of a loose drive support disk. The insulin pump had missing end cap sticker.

Event description:
It was reported that insulin squirted out and the insulin pump alarmed. No further information was provided.